Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula contact pad damaged (wrinkled) unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm needle anomaly due to customer did not return needle only the sensor.

Event description:
The customer reported via phone call that sensor cannula broke off in his body and is still in the body as well as a sensor that had sensor updating and change sensor alarm. Blood glucose was unknown. The device will be returned for analysis.